Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The reporter noted that the keypad buttons were worn off. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt in a case and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the down arrow and the ok buttons were responsive. The up arrow and contrast buttons had intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the up arrow and down arrow contacts were misaligned.